Event description:
It was reported that post-op a gastric band procedure in late 2008, the pt could not swallow during the study. Dilation of the pouch was found above the band. In an attempt to reposition the band, while unlocking the band for removal, a piece tore off. This made it impossible to put the band back on. The pt received a competitor's band and is ok.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.